Event description:
A consumer underwent an intraocular lens (iol) exchange due to complaints of blurry vision. The surgeon that performed the lens exchange told the customer the iol that was removed was fractured. The implanting surgeon was contacted. He stated that he did not observe anything with the lens following the initial surgery and reports the customer's bcva was 20/25. The surgeon that performed the lens exchanged reports he observed a peripheral crack on the iol after the eye was dilated. The lens was removed and replaced without complication and the pt's bcva following the lens exchange was 20/20.